Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. After speaking with the territory manager, it is unknown the cause of the air leakage the user experienced. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: (B)(6). A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device was applied per the instructions by an experienced operator. Initial hemostasis was observed. After approximately five (5) minutes, the patient began to bleed through the access site. Additional air was added. After the addition, the bleeding stopped. The band remained in place for an hour, and then the deflation process began per the instructions for use (IFU) guidelines. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 26 apr 2023: the operator was experienced and said she applied the band per usual protocol. The operator stated she inflated enough to stop the bleeding. The blood loss was less than 250cc's. There was no manipulation. The device was stored on the cath lab shelf.